Manufacturer narrative:
Exemption number e2014039. Additional device information: model# mb3576, lot 5246897, expiration date 04/01/2020. The patient is reported to be a (B)(6) male and weighed approx. (B)(6) and reported to be a weight lifter. It was reported that the patient was lifting weights approximately 3 weeks - 1 month post op when he heard and felt a pop in his neck. No neurological deficit resulted. Approximately 5 weeks post op follow up visit, the patient showed good results with pre-operative neck and arm pain completely resolved and incision well-healed. Routine post operative x-rays showed the artificial disc at c6/7 had translated posteriorly into the spinal canal. The artificial disc at c5/6 had subsided into the c6 vertebral body on the left side, with clear indication of focal bone weakness. The office reported that the patient had undergone 5 sessions of outpatient physical therapy working on cervical rom. A corpectomy was performed to remove the devices, as the superior and inferior endplates were fused to the vertebral body. The implants showed to have posterior migration and translation from original implant location. The devices were sent to an external laboratory for analysis and results are pending.

Event description:
Revision surgery to remove cervical disc arthroplasty devices and perform a corpectomy with cages for fusion.